Manufacturer narrative:
A review of the instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of unused product was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Sixteen sealed, unused micropuncture transitionless access sets from five different lots were returned for investigation. The relevant wire from each packaged set was examined. The sixteen samples examined showed no defects or abnormalities. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during an abdominal wall abscess drainage procedure using the micropuncture transitionless stiffened cannula access set, the micropuncture wire guide separated while in the patient. A portion of the wire remained inside the patient. The patient underwent an additional procedure on (B)(6) 2017 to remove the separated wire and recovered with no complications.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported during an unspecified procedure using the micropuncture transitionless stiffened cannula access, the micropuncture wire guide separated while in the patient. A portion of the wire remained inside the patient. The patient underwent an additional procedure to remove the separated wire and recovered with no complications.